Event description:
It was reported to boston scientific corporation on (B)(6) 2012 that an alliance inflation syringe was used during an esophageal dilatation procedure. The procedure was performed on (B)(6) 2012. According to the complainant, during preparation for the procedure, the gauge of the device was noted to be set at the maximum pressure value even though no pressure was being applied to the device. It was reported that the procedure was completed with another alliance syringe. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation on (B)(6) 2012, that an alliance inflation syringe was used during an esophageal dilatation procedure. The procedure was performed on (B)(6) 2012. According to the complainant, during preparation for the procedure, the gauge of the device was noted to be set at the maximum pressure value even though no pressure was being applied to the device. It was reported that the procedure was completed with another alliance syringe. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Investigation results visual evaluation of the complaint device found no physical damage, but found needle to be stuck at 12 atmospheres. The customer's complaint was confirmed. The damage could have occurred during initial shipment because a stuck needle is usually caused when the device is subject to a shock. Therefore, the most probable root cause is handling damage. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.